Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the elongation of the pledget.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer states it seems the pledget is somewhat coming undone. When she pulls out the pledget it elongates. It does not fall apart into pieces; however, when she has her period, she has noticeable things expelled. It looks like long fibers. Sometime she gets abdominal pains. She plans to seek medical attention.